Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the lifestar vascular stent products that are cleared in the us. The pro code and 510k number for the lifestar vascular stent products is identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system of the stent was not returned for evaluation. Photos were provided for review and it shows that the delivery system with the stent partially deployed which lead to confirmed results for the reported failure. Based on information available, no indications were found that a manufacturing related issue may have caused the reported issue. Based on available information and evaluation of the provided photos, the investigation is determined to be confirmed for the reported issue. A definite root cause for the reported event could not be determined. Labeling review: relevant labeling supplied with this product was reviewed and the instructions for use (IFU) was found to sufficiently address the potential risks, e.g., "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". Regarding use of accessories the IFU states: "the 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath. Via the femoral route, insert a 0.035 inch (0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". Regarding preparation the IFU states: "pre-dilatation of the stricture is recommended. Selection of an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". H11: h6 (method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent head end was successfully deployed however, allegedly it could not be fully released. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestar vascular stent products that are cleared in the us. The pro code and 510k number for the lifestar vascular stent products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent head end was successfully deployed however, allegedly it could not be fully released. The procedure was completed using another device. There was no reported patient injury.